Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. Event occurred within 3 hours of insertion. The insertion site was the abdomen. Blood glucose level was high at the time of the event due to which patient required assistance from hospital and patient got treated with saline, insulin, and intravenous (IV). Patient replaced infusion set and resumed insulin deliveries successful. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6009514 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the soft cannula found bent upon removal from infusion site photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009514 was manufactured according to the wi version 117 and packaging in the machine l192, on 04/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 25/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6009514 and two more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, autosoft xc, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code."